Event description:
Patient has a freestyle libre 3 plus sensor that isn't functioning properly. Patient says that on abbot's website, there is a warning that there should be an urgent blood glucose alarm that goes off if blood sugar reached 55 or below. Patient says that his alarm doesn't go off and it causes him complications. Patient reached out to abbot, but they won't replace device.